Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 32 indicating a delivery motor communication error, the user had persistent hyperglycemia around 327 mg/dl for several hours, and meal announcements were failing with an error, after which a replacement ilet was shipped and the original unit was returned for evaluation. Symptoms included hyperglycemia without reported ketones, adverse effects, or need for third-party medical attention. Outcomes included product replacement and restoration of therapy using a backup as needed. Investigation included review of the device history, analysis of complaint details, and receipt and inspection of the returned device. Investigation of this case revealed a motor processor communication malfunction within the delivery subsystem consistent with an internal component or electronics fault. It was concluded that the cause was a device malfunction related to the delivery motor communication circuitry.